Event description:
It was reported that the buttons on the customer's insulin pump were not responding. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 136 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. The device was received with cracked case at display window corners and minor scratched lcd window.